Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the battery was replaced which resolved the issue.

Event description:
It was reported the device could not power on. The device was returned for repair. There was no patient involvement.